Event description:
The consumer stated her tampon was exposed and contained a green substance at the tip. It appeared to be mold.

Manufacturer narrative:
Device history record reviewed and records found to meet specifications. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.